Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent hysteroscopy removal of a mirena coil, and an endometrial thermal ablation procedure on (B)(6) 2010. Following the procedure, the pt experienced a pink watery discharge with a very bad odor. The pt was prescribed amoxiclav for five days. The pink discharge and odor stopped by (B)(6) 2010. On (B)(6) 2010 the pt purchased the same antibiotic as she was passing green vaginal discharge. The antibiotics seemed to help get rid of the discharge, however, the pt stopped the antibiotics as she developed breathing problems. From (B)(6) 2010 to (B)(6) 2010, the pt started to bleed very heavily and was in a lot of pain. This stopped on (B)(6) 2010 and she has not seen a period since. The pt developed lower back pain and groin pain on (B)(6) 2010 which required bed rest and ibuprofen as analgesia. The pt went for a routine smear on (B)(6) 2010 and was told her cervix was very thick with discharge and a swab was taken for culture.